Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was high as 650 mg/dl. The customer's current blood glucose reading is 428 mg/dl. The customer treated with the pump. The customer stated that he has gone through two or three infusion sets lately cause of the issue.